Event description:
Customer called to report the insulin was not exiting. Troubleshooting was performed. The insulin was not exiting. Also stated the driver block was moving freely in the locked position. Device was not dropped, bumped, or exposed to moisture.